Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that there was insulin flow blocked alarm. The customer¿s blood glucose was unknown. Customer made a complete set and reservoir change and still getting the same error. The product will not be returned for analysis.